Event description:
Information was received that during use of this smiths medical cadd solis vip pumps, under delivering was noticed. Reported that upon completion of a drug in a 250ml bag, the nurse identified 109 ml remaining in the bag using a syringe. It was reported that the pump displayed the total amount delivered but the issues was concerning the pump delivery and functionality. No reported adverse effects or patient injury.

Manufacturer narrative:
Other, other text: returned device was received with battery connector in the battery door ,spring bent and lens fine scratches. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.